Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Ultimately the customer went to emergency room (ER). No treatment was provided at the ER, customer had blood work and urine test completed. Customer was released later that day with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.